Manufacturer narrative:
Date of event: unreported date in 2016. This device was manufactured july april 20, 2016 ¿ april 21, 2016. The sample was received at the plant for analysis containing approximately 55ml of fluid in the bladder. Visual inspection on the unit via the naked eye revealed no signs of physical abnormality that could have caused the reported condition. A functional flow rate test was performed. The flow rates were found to be within the specification range of 1.80 ¿ 2.20 ml/hr. The reported issue was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor did not completely infuse 5-fu and dextrose. The total initial volume of 92 ml did not completely empty after 46 hours, with more than a third of the initial volume left in the infusor. There was no patient injury or medical intervention associated with this event. No additional information is available.